Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported worsening, muffled hearing with the device over the past month.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, one basal channel has been disabled due to pain for undetermined reasons. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is considered, but no date has been scheduled yet.

Event description:
The user reported worsening, muffled hearing with the device over the past month. Re-implantation is considered.

Event description:
The user reported worsening, muffled hearing with the device over the past month. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.